Event description:
It was reported that 24 hours post-procedure (farapulse pulsed field ablation (pfa) with concomitant watchman left atrial appendage occlusion (laao) device placement) on (B)(6) 2025, the patient coded. Extracorporeal membrane oxygenation (ECMO) was deployed. In the cath lab, it was noted that the patient's previously placed stent was occluded. The watchman device was still in place. The patient status was unknown. No further information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to additional documents in i2k.